Manufacturer narrative:
Procedural cine was provided for review from the facility. From the images provided, it appeared the 29mm sapien 3 (s3) valve was too small for mpa measuring 28.4mm & 29.57mm.  After the initial s3 valve was placed, the valve appeared fully expanded.  During post dilation, valve movement was seen within the mpa.  Post dilation, valve was seen lower than initial deployment.  Post dilated valve measured 27.65mm.  The next image showed the s3 valve lower than previous image and the valve now appears free floating.

Manufacturer narrative:
The edwards sapien 3 thv is currently under investigation in the united states for pulmonic application.  Per the pulmonic instructions for use (IFU), the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the migration is unknown. However, procedural and patient factors not provided may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by a nurse at the hospital, after second inflation (post dilation) of the 29mm sapien 3 valve in the pulmonic position via right femoral vein, it was observed that the valve had migrated in the rvot conduit. It was not free flowing but had migrated out of position. The patient had underwent surgery to remove the valve and it all went very well. They replaced the pulmonary valve with a bioprosthesis. The patient was extubated in the or and was discharged home uneventfully a few days later.